Event description:
It was reported that the guidezilla interacted/damaged the synergy. A 8f guidezilla ii was selected for use together with a 3.50 x 38 synergy ii. During the procedure, it was noted that the synergy was unable to deflate and detached. It was suspected that the synergy became caught in the guidezilla's collar. The synergy was retrieved. There were no patient complications reported.